Event description:
It was reported that during patient use, the device would not deliver energy. It was indicated that CPR was in progress when the crew arrived to the scene; however, no other information, nor patient details were provided. The ems crew attempted to shock the patient a total of four times with the device stating "abnormal energy delivered" each time. The patient was delivered to the hospital and was not resuscitated.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that when charging and attempting to shock, the device gave an "abnormal energy delivered" message and the defib analyzer did not show any energy delivered into it. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported failure was not duplicated. There were no issues calibrating or delivering energy. Energy was delivered well within tolerance using a qed-6 defib analyzer and the device stated every time "energy delivered". Further root cause of the reported failure was not determined. A clinical review of the reported event determined that the device use may have contributed to the patient's outcome, as defibrillation was needed, but provision of defibrillation was delayed greater than 30 seconds. Also, although "abnormal energy delivered" implies energy was delivered, during the device evaluation, physio-control demonstrated that the device was not delivering energy when "abnormal energy delivered" message occurred.